Event description:
It was reported that before a colectomy procedure, the primary package was damaged. The blister was opened although the box was still sealed. This stapler was not used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One carton with opened package was received. The carton was returned and was in good condition. The package was removed from the carton and it was found to be open. The tyvek lid was folded over and was on top of the package. The package blister had evidence of seal adhesive transfer on entire circumference of the blister indicating that the package had been completely sealed. There were no anomalies noted on the perimeter of the seal indicating a potential problem with the seal formation. The tyvek was peeled away from the blister at some point after the sealing process. All packages undergo a 100% visual sorting operation for sealing defects prior to carton packaging. Cartons are closed but not "sealed" so it is possible to open/ close the carton without leaving evidence that the carton had been opened previously. Complaint for open seal (where a seal failure is evident) is not confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.